Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Phone number: (B)(6). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the doctor was not able to deliver the intraocular lens (iol), model pcb00 from the preloaded injector inside the chamber of the patient's eye as the screw mechanism was not working. The haptic/optic of the lens contacted the patient''s eye. The doctor removed the cartridge and inserted a new iol using the platinum series injector. It was noted that there was a five (5) minutes delay in the surgery. No additional information was reported.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: new information received indicated that the lens/haptics were not stuck in the inserter. It was confirmed that no surgical interventions were required and that there was no patient injury. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that one additional complaint folder (cf) received for this product order however. The cf is pending for sample evaluation. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.